Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few days ago, the patient saw power on reset (por) message on handset and was unable to bypass this message. The patient was in the clinic today and caller was able to bypass message and both ins and communicator showing as 100% charged. They have turned therapy on and the issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few days ago, the patient saw power on reset (por) message on handset and was unable to bypass this message. The patient was in the clinic today and caller was able to bypass message and both ins and communicator showing as 100% charged. They have turned therapy on and the issue is resolved.